Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low rectal cancer resection, the device did not fire. The surgeon able to press the green button but unable squeeze the handle. They replaced the reload to continue the operation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.